Event description:
It was reported that when the surgeon checked alignment after 1st kyphoplasty, the surgeon decided to correct more. So after the 2nd kyphoplasty, the surgeon confirmed that both side t11 screws were deforming. Therefore all implants were extracted, xia3 implants were used and the surgery was completed.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no issues were identified during manufacturing record review. Visual inspection indicated the returned devices were inspected and confirmed to be bent on the threaded portion of the screw, confirming the reported event. The deformation appeared to occur near the top of the threaded portion, which suggests that the screw was not fully inserted, as all of the threading should be beneath the surface of the pedicle. Conclusion: with the screw not fully inserted during distraction, the load is transferred to the threaded region and not threaded shaft, which can lead to its deformation. The most likely cause of the reported event is that the screw was not fully inserted with the threaded portion fully embedded in the pedicle during distraction.

Event description:
It was reported that when the surgeon checked alignment after 1st kyphoplasty, the surgeon decided to correct more. So after the 2nd kyphoplasty, the surgeon confirmed that both side t11 screws were deforming. Therefore all implants were extracted, xia3 implants were used and the surgery was completed.